Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, some debris from the distal end of an s90 electrode fell into the patient's joint space. All was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.